Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a frayed grip cable. The complaint was confirmed by failure analysis. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: no fragment(s) from reported instrument fell into the patient's anatomy. The instrument had a broken cable and its movements were limited. There was no patient injury. The instrument was returned to isi for evaluation. Intuitive surgical, inc. (Isi) has received the 8mm cadiere forceps instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Correction to section d: primary product batch/lot number was updated to k10241031 0229.

Event description:
Refer to h11 for follow-up information.